Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, upon initial inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.